Event description:
It was reported that patient experienced difficulty pressing top on button and received cartridge errors, and that cartridge appeared to empty by the next morning after being filled. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.